Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that z-syndrome was noted approx 3 weeks post implantation of the iol in the pt's left eye. Approx 2 weeks later the lens was exchanged for another lens of the same diopter power and model. Before the lens was exchanged the bcva was 20/30-2. According to the surgeon, the pt's prognosis is very good.